Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The zmr stem broke at the junction, and the proximal piece remains within the zmr body taper. There is a hole near the fracture surface of the distal stem piece, attributed to removal efforts. The zmr body is still attached to the femoral head, and there is damage seen on both the zmr body and head, likely from removal efforts. Damage was too severe for dimensional analysis. Manufacturing documentation was reviewed and found conforming. The raw material lot for the zmr stem was reviewed which showed that all material passed all testing. These devices were used in the treatment of a disease. A complaint history search of the manufacturing lots returned no additional complaints. Primary operative notes indicated use of an eto to remove the previous stem, and 30cc of donor cancellous bone was used in the medical calcar area to address a deep deficiency of bone. The devices were confirmed compatible. X-rays were returned for review, which were sent to an external surgeon for review. The quality of the radiographs was poor; as such, analysis did not yield meaningful results. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation may suggest that this event is related to the issues for which zimmer initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in (B)(6) 2011.

Event description:
It was reported that the patient was revised due to a fractured stem.